Event description:
Boston scientific received information that the remote home monitoring system issues alerts on the right ventricular (rv) lead for high out of range pacing impedance measurements. A lead fracture at the terminal end was confirmed through x-ray. Tachycardia therapy was temporarily programmed off and the patient was fitted with a life vest. Subsequently a revision procedure was performed where the rv lead was explanted. The device was also explanted due to concerns over possible damage to the header. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) at this time this product was not yet returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.